Event description:
A male patient was enrolled in the study in 2007 with 1-vessel disease. The patient's medical history includes previous percutaneous coronary intervention. The main indication for the procedure was stable angina pectoris. The target lesion was a native mid left anterior descending in which a 3.0 x 8 mm cypher select plus stent was implanted. During the procedure, the patient experienced chest pain and had a non q-wave myocardial infarction in an undetermined location. There was no evidence of stent thrombosis. The patient was discharged the following day.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.